Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad missing (piece returned) and the blade gouged at the tip. When the tissue pad is displaced, the clamp arm may damage the blade by coming in contact with the tip. The device may stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade is damaged. As the tissue pad was not returned, further evaluation could not be performed.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, the tissue pad was detached off. It took long time to look for the detached tissue pad, but it was eventually found on the floor. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.